Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive down button due to unlocked lcd keypad connector. The device had minor scratches on the lcd window, cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.(B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 197 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.